Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during the priming process. The caller did not know the blood glucose reading. Assisted customer with manual prime and insulin did not exit. Advised changing the reservoir and it resolved the issue. Nothing further reported.